Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The allegations of fluid leak, foreign material present in device and mechanical issue were not confirmed. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event.a clear probable cause for the event cannot be established; therefore, the conclusion code of unable to exclude device problem was selected.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with a nonfunctioning device. A revision surgery was performed, during which the physician confirmed a fluid leak and the presence of contamination. The physician explanted and replaced the device. No patient complications were reported.